Event description:
On (B)(6) 2023 rv bipolar lead impedance 2033 ohms (threshold 2000 ohms). On (B)(6) 2023, high rv threshold noted >2.5v@04ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).